Event description:
On (B)(6) 2011, a spontaneous report by a physician was received from a company rep regarding a (B)(6) male who received an injection of restylane-l (cross-linked hyaluronic acid dermal filler with 0.3% lidocaine). On (B)(6) 2011, add'l info was received from a physician. Based on the info received, the case was upgraded to non-serious, unexpected. Med history included previous injection of radiesse (synthetic calcium hydroxylapatite dermal filler) on an unk date without event; previous unspecified laser treatments on an unspecified date in 2011 (reported as "recently" from the date of the report) to the arms and legs and (B)(6). The pt's skin type was fitzpatrick ii. Concomitant medications included (B)(6), pravachol (pravastatin sodium), androgel (testosterone topical) and previous use of allegra (fexofenadine hydrochloride). The pt received a 4cc injection from two 2 cc syringes of restylane-l on the evening of (B)(6) 2011 to both sides of the nasolabial fold near the upper cheek area (1.3 cc on each side), chin area (0.7 cc) and the marionette lines "more near the corners of the mouth" (0.7 cc total with about 0.35 cc on each side). Pre-procedure medication used included lidocaine. No add'l procedures were performed at the time of implantation. On (B)(6) 2011, after the implantation, the upper part of the pt's left nasolabial fold developed duskiness, a purple-grayish tint/cyanotic color and was tender. A vein alongside the base of the pt's nose was also visible. On (B)(6) 2011, the injecting physician noted the events while having dinner with the pt. The physician applied nitropaste (nitroglycerin) to the skin in the affected area and the pt was started on aspirin (acetylsalicylic acid). On (B)(6) 2011, add'l info was received from the injecting physician. The physician tentatively diagnosed the color changes and tenderness of the upper part of the pt's left nasolabial fold as "compromised blood flow." The visible vein was diagnosed as a telangiectasia. The physician also felt the area may be engorged. On (B)(6) 2011, the pt was evaluated by the injecting physician and received a 30 unit injection of vitrase (hyaluronidase) to the upper part of the left nasolabial fold. On a unspecified date in (B)(6) 2011 (reported as "over the weekend"), the pt had a sudden sharp pain so he blew his nose and subsequently experienced a nose bleed. On an unspecified date in (B)(6) 2011, the pt's nosebleed resolved. The injecting physician planned to evaluate the pt later in the day, on (B)(6) 2011. The injecting physician felt that the treatment with restylane-l caused the reported events. The injecting physician assessed the severity of the reported events as mild.